Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report was received indicating that the physician experienced friction and dislodgement during a percutaneous coronary intervention. The 6f jl 3.5 catheter was engaged, and the physician inserted a run-through guidewire. Inflation was conducted with a maverick (pressure unknown). When the physician tried to insert the stent into the guiding catheter, he felt resistance with the cypher at the distal aspect of the guiding catheter. He tried to pull the stent from the guiding catheter but the stent dislodged from the balloon, which was visualized on the view. He pulled the guiding catheter out along with the stent. He cut the catheter and found the stent in the guiding catheter. The procedure was completed successfully with a competitor's stent. There was not report of injury to the patient.